Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials manager. The actual device is not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete

Event description:
The user facility reported that the cath lab had a trb24-reg-01 that lost air after being applied to the patient which then caused arterial bleeding. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 16 jun 2023: they replaced the tr band 2 with an original tr band.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).